Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/04/2025, it was reported by a sales representative via (B)(4) that an ar-16992 capsuleclose scorpion tip broke off while attempting to pass suture through the capsule. This was discovered during a hip labral repair procedure with no patient harm reported. All fragments were retrieved from the patient safely and the case was completed successfully.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-16992 capsuleclose scorpion, batch 10642124, was received for investigation. Visual inspection confirmed that the tip of the tip-tube was fractured. Functional testing could not be performed due to the extent of the damage to the device tip. The most likely cause of the reported failure is user-related mechanical overstress of the device during use, including increased resistance from dense tissue or adverse device-tissue interaction during suture passage. The complaint allegation is confirmed based on the condition of the returned device. Refer to the investigation photographs.